Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure. The patient was a (B)(6) female patient with background of poorly controlled severe asthma. The patient underwent her second treatment to the left lower lobe, in an uncomplicated procedure. During the procedure the airways were noted to be clear and normal in appearance. She was admitted 3 days post bronchial thermoplasty with a three day history of left sided chest pain radiating to the back with shortness of breath, wheeze and dry cough. She had also started to feel hot and cold and generally unwell. On examination she was tachypneic, with bilateral wheeze throughout. A chest x ray showed minimal inflammatory shadowing in the left lower zone with no collapse/atelectasis or organized local lesion. She was treated initially as an acute exacerbation of asthma and given steroids, IV aminophylline and empiric oral amoxicillin - clavulanate. Despite five days of oral antibiotic and high dose steroids her symptoms of pleuritic pain an wheeze continued to worsen and her inflammatory markers remained raised. She was then given IV tazocin, and repeat x-ray showed linear atelectasis at the left base. On day 11 a high-resolution CT-chest (hrct) was performed and revealed a lung abscess with associated asthma exacerbation, and tazocin was continued. On day 19 a follow up bronchoscopy was performed with bronchoalveolar lavage (bal). This showed minimal secretion in the left lower lobe. All airways were patent and clear with no evidence of obstruction. Bal cultures were negative. Post bronchoscopy, the patient was started on a six week course of oral clindamycin to treat her lung abscess. Six weeks later, her inflammatory markers returned to normal range. A repeat chest x-ray showed some residual atelectasis. Four months post abscess, a repeat hrct chest was performed and showed a complete resolution of the abscess and atelectasis with a small residual bronchocele . The symptoms of chest pain resolved, however, her asthma is not yet well controlled, and has been steroid dependent since discharge from the hospital. The patient has not given permission to obtain follow up details regarding this event. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) - atelectasis. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.